Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose (bg) was 41 md/dl. Suspected cause was due to customer's personal profile requiring adjustments. Customer consumed carbohydrates to address low bg. Tandem technical support update customer's profile settings to address the issue. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.